Event description:
It was reported that needle breaks off while using bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the needle was broken when the nurse in the ward injected insulin to the patient, and the needle was replaced with a new one.

Manufacturer narrative:
DHR was reviewed and there were not any qns or other events that could be related to this complaint. Reviewed incoming inspection report of the cannula which used for this lot, and all test results meet the specification, such as rigid and toughness. No samples were returned for further investigation. Nurse confirmed existence of inappropriate usage. Based on investigation above, the certain cause cannot be concluded at the moment. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.